Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high thresholds during implant. Multiple locations were attempted but the high thresholds remained. The lead was explanted and replaced. No patient complications have been reported as a result of this event.